Event description:
It was initially reported that the device had logged multiple event codes. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device would charge, but failed to deliver defibrillation therapy.

Manufacturer narrative:
After further investigation, physio-control determined that the likely cause of the reported failure was due to a loose or disconnected biphasic to therapy pcb flex cable assembly, designator w20, between the therapy pcb and the biphasic pcb assemblies.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed therapy pcb assembly was further evaluated at the failure analysis center; however physio was unable to duplicate the reported failure. The cause of the reported failure could not be determined.